Manufacturer narrative:
Patient information was refused from the site by from nurse (B)(6). No devices were returned for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having issues with registration. The site biomedical engineer was outside the room where calling and was unable to bring the phone in during the case. The surgeon had tried trace registration and the instrument would track the whole time, but fail. The trace pattern used by the surgeon was good with going back and forth across the bridge of the nose and then tracing adequately on the forehead making sure to get vast coverage. Technical services (ts) had the site try a 3-pt trace, but that also failed. The patient had a higher bmi of 32 and noted that the surgeon appeared to be pressing hard to trace and saw creases in patients skin when tracing. Technical services (ts) requested the site to use lighter touch, but at this point the surgeon abandoned the use of navigation to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
H2/h3/h6: software analysis was completed. The probable cause was unable to be determined without further information since the behavior could not be replicated and the site refused further services. Codes 10, 213 and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.